Manufacturer narrative:
Tap broke where shaft meets threads; big patient with tough bone. Tip of tap was left in bone and screw level was skipped. Patient is doing well with no adverse consequences.

Event description:
Tap broke off of shaft intraoperatively.